Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that the patient had his ams800 artificial urinary sphincter (aus) device removed 6 months ago due to cuff erosion. A new aus device consisting of a 3.5cm cuff, 61cm prb and control pump was implanted.